Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additionl narrative: investigation summary : according to the information provided, it was reported that during a shoulder procedure a vapr tripolar90 suction electrode was being used in the shoulder and when the surgeon released the button on the hand piece the unit would not deactivate and continued running. They unplugged the wand and plugged it back in and the wand continued to run. It was as if the button was stuck in the depressed position. The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation and tissue debris. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work, no problems were detected in regards the unintended activation. The electrode was sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging. The active tip is in a used condition with signs of debris around the active tip. Device handswitching buttons visually undamaged. The switch boot is correctly positioned. There is saline residue visible at the distal end of boot. The suction tube of the device shows signs of procedural debris. No visible damage on handle, shaft and cable the electrical test was performed, all parameters passed the test. Functional testing was conducted using vapr vue generator (gml4854/2); all functions passed. The rubber boot was removed to allow inspection of the buttons. Inspection of the buttons revealed there was residue around 4 out of the 6 buttons. This could have been caused by saline entering the rubber button. Manufacturer summary: from our investigation we were unable to reproduce the customer reported defect however residue was observed around the base of 4 of the 6 buttons indicating saline entering through the rubber switch boot. From the initial investigation we have been unable to determine the exact cause of the saline ingress causing residue to appear around 4 of the buttons which could affect the performance of the button therefore a CAPA request cr-301796 has been initiated to investigate the failure mode further and identify any preventative /corrective actions. A DHR review has been performed for lot u2102053; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during a shoulder procedure on (B)(6) 2021, it was observed that the vapr tripolar90 suction electrode device would not deactivate and continued running when the surgeon released the button on the hand piece. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.